Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.